Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported, one day post implant, that overnight, the right atrial (ra) lead had dislodged. The p wave and the r wave appeared at the same time on the electrogram (egm) and it was noted that the tip of the ra lead was in the ventricle. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.